Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the battery was found to not charge to acceptable capacity. A service history was reviewed for the involved product and no other confirmed failures related to the reported event were indicated.

Event description:
The customer reported that the unit will only last a few minutes on battery.no consequences or impact to patient were reported.